Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) implant. The implant was bloody and was received detached from the core wire, outside of the sheath. The sheath, tip, core wire and implant were microscopically and tactile inspected. Inspection revealed anchor damage, numerous kinks, tip damage (flattened/tricuts damaged/abrasions/markerband flattened), and sheath damage (abrasions). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was too complex. A watchman® access system and 27mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and recaptured due to the patient's anatomy. It was removed from the patient. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, device analysis revealed markerband damage.